Manufacturer narrative:
(B)(4) reference laboratory is determining the immunoglobulin status, i.e. Igg or igm.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on an instrument.